Manufacturer narrative:
Updated b3 - date of event from 11/21/2025 to 11/19/2025 . Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity c calcium assay did identify an increase in complaint activity related to the complaint issue. However, no trends were identified for lot 77018un24. A device history record review did not identify any nonconformances or deviations associated with the complaint lot number and complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency with the alinity c calcium reagent for lot 77018un24 was identified.

Event description:
The customer observed falsely elevated calcium results generated from alinity c processing module for a 5-month-old female patient. Results were reported to medical provider. The following data was provided. (B)(6) 2025, sid (B)(6), initial result on this analyzer = 3.86 mmol/l, repeat results =3.10 mmol/l (B)(6) 2025, sid (B)(6); (B)(6), results were 3.17 mmol/l & 3.26 mmol/l with cntl flag, and repeat results were 2.35 mmol/l & 2.34 mmol/l. (B)(6) 2025, sid (B)(6); (B)(6), results were 2.16 mmol/l & 2.14 mmol/l,(B)(6) 2025, sid (B)(6); (B)(6), results were 3.86 mmol/l, 3.01 mmol/l, 2.14 mmol/l, 2.16 mmol/l, (B)(6) 2025, sid (B)(6); (B)(6), results were 2.05 mmol/l, 2.05 mmol/l. The customer uses reference range for normal: 2.1 - 2.55 mmol/l& abnormal 1.5 - 3.0 mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated calcium results generated from alinity c processing module for a 5-month-old female patient. Results were reported to medical provider. The following data was provided. On (B)(6) 2025, sid: (B)(6), initial result on this analyzer = 3.86 mmol/l, repeat results =3.10 mmol/l. On (B)(6) 2025, sid: (B)(6); (B)(6), results were 3.17 mmol/l & 3.26 mmol/l with cntl flag, and repeat results were 2.35 mmol/l & 2.34 mmol/l. On (B)(6) 2025, sid: (B)(6); (B)(6), results were 2.16 mmol/l & 2.14 mmol/l, on (B)(6) 2025, sid: (B)(6); (B)(6), results were 3.86 mmol/l, 3.01 mmol/l, 2.14 mmol/l, 2.16 mmol/l, on (B)(6) 2025, sid: (B)(6); (B)(6), results were 2.05 mmol/l, 2.05 mmol/l. The customer uses reference range for normal: 2.1 - 2.55 mmol/l& abnormal 1.5 - 3.0 mmol/l. There was no reported impact to patient management.